Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 150 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.